Manufacturer narrative:
We received one m/f pressure tubing for examination. The reported event of ¿impossible to purge" was confirmed. The returned pressure tubing was not able to be primed. Occlusion was detected inside of the pressure tubing at the bond joint with the male connector. Bonding solvent formed a blockage inside of the pressure tubing lumen. No other damage or defect was observed from returned pressure tubing. The report of inaccurate values could not be confirmed as the pressure tubing lumen was occluded therefore no values would be able to be detected. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions for the flushing issue. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that it was impossible to purge the blue channel on this dpt. It was observed an aberrant pressure value in this channel. A new kit was used and worked successfully. There was no consequence for the patient. This device was available for evaluation. Inquired of patient demographics. Unable to be obtained.